Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an open mitral valve plasty procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an open mitral valve plasty (mvp), the suture was broken (fine split) during the left atrial wall incisional wound closure on (B)(6) 12pm. The product was a double-armed suture and it was used for continuous suturing with the one side needle dropped. The side where is cut off the needle had a fine split, so the use was stopped on the way. A new one with the same product code was opened and suturing was completed. It was not a control release needle. Additional suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and a suture pieces were returned for evaluation. Product code 8526.during visual inspection of the returned sample, and the ends of the suture pieces were noted to be cut probably caused by a surgical instrument. Additionally, the strand was observed to be frayed and exhibited some crushings. Per the conditon of the returned sample, the functional test could not be performed.the instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.